Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: sometime post filter deployment (date not provided), imaging revealed that two filter limbs detached. Reportedly, one filter limb was in the ivc and the second filter limb was in the right middle lobe of the pulmonary artery. Approximately four years nine months post filter deployment the filter and detached limbs were successfully retrieved.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and contraindication to anticoagulation had a vena cava filter deployed below the renal veins. Approximately four years eight months post filter deployment, during an office visit for filter removal, a CT scan and chest x-ray demonstrated a vena cava filter in place with two detached limbs, one limb retained locally within the filter and one limb in the pulmonary artery. Extensive penetration of limbs into the duodenum was also identified. The patient was scheduled for filter retrieval and prophylactic antibiotics due to the duodenal penetration. Approximately four years nine months post filter deployment, the filter and two detached limbs were successfully retrieved with no noted issues. The filter was inspected and was found to be removed in its entirety, in three pieces. Investigation summary: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Based on the provided medical records, the investigation is confirmed for detached filter limbs and perforation of the ivc wall. The investigation is inconclusive for the alleged filter tilt. The investigation is unconfirmed for the alleged migration and difficulties removing the filter based on the provided information in the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
It was reported that approximately four years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: sometime post filter deployment (date not provided), imaging revealed that two filter limbs detached. Reportedly, one filter limb was in the ivc and the second filter limb was in the right middle lobe of the pulmonary artery. Approximately four years nine months post filter deployment the filter and detached limbs were successfully retrieved. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs detached, migrated to the pulmonary artery, and perforated into organs. The filter and limbs were removed percutaneously. The patient reportedly does not have any current symptoms, since the filter and detached limbs have been removed.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x/ eclipse: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Event description:
It was reported that approximately four years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: sometime post filter deployment (date not provided), imaging revealed that two filter limbs detached. Reportedly, one filter limb was in the ivc and the second filter limb was in the right middle lobe of the pulmonary artery. Approximately four years nine months post filter deployment the filter and detached limbs were successfully retrieved. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs detached, migrated to the pulmonary artery, and perforated into organs. The filter and limbs were removed percutaneously. The patient reportedly does not have any current symptoms, since the filter and detached limbs have been removed.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and contraindication to anticoagulation had a vena cava filter deployed below the renal veins. Approximately four years eight months post filter deployment, during an office visit for filter removal, a CT scan and chest x-ray demonstrated a vena cava filter in place with two detached limbs, one limb retained locally within the filter and one limb in the pulmonary artery. Extensive penetration of limbs into the duodenum was also identified. The patient was scheduled for filter retrieval and prophylactic antibiotics due to the duodenal penetration. Approximately four years nine months post filter deployment, the filter and two detached limbs were successfully retrieved with no noted issues. The filter was inspected and was found to be removed in its entirety, in three pieces. Investigation summary: the device was not returned for evaluation and images were not provided. Medical records were provided and reviewed. Based on the provided medical records, the investigation is confirmed for detached filter limbs and perforation of the ivc wall. The investigation is inconclusive for filter tilt as the medical records did not specify the angularity of the filter prior to retrieval. The investigation is unconfirmed for the alleged filter migration and difficulties removing the filter based on the provided information in the medical records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters; movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.